Manufacturer narrative:
(B)(4). Data logs were received by the manufacturer on 11-jan-2016 for further evaluation. Per the user facility¿s biomedical engineer (biomed), we have already replaced both flow probe and module on two separate occasions with no luck. Problem may be in the base. Per the perfusion manager, she used their spare auxilliary pump's flow probe because she felt like she couldn't rely on the terumo flow probe.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were alarms while coasting with the flow pod assembly (the systemic flow did not read zero). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to medwatch #1828100-2016-00051 and #1828100-2016-00052. Per the field service representative (fsr), the problem could not be duplicated. Therefore, no parts are being returned for further evaluation.

Event description:
Per the clinical review on 22-jan-2016: in conversation with the perfusionist (ccp), the system-1 is not frequently used and they use it when simultaneous procedures are occuring. The three issues that the ccp reported is that she has observed a "coast" response with the centrifugal system, even though "coast" is not a configured response to safety events, (refer to this medwatch #1828100-2016-00028). The second is she claims flow was being displayed even when the sensor was not attached to the tubing (refer to medwatch #1828100-2016-00051). The third is she electively placed an additional flow sensor (coupled to a sarns centrifugal control module) in the cpb circuit and this flow measurement did not agree with the measured flow from system-1 (difference of 0.4-0.6 liters per minute [l/min]), (refer to medwatch #1828100-2016-00052). In review of the data logs, for the case on (B)(6) 2015, there were a number of "backflow" alarms during the procedure and in looking at the times in the logs, it appears the "backflow" alarms occured prior to and after cpb. A "coast" message can be posted, when the motor speed is manually reduced to 1500 revolutions per minute (rpm), and that is likely what the ccp observed. As "backflow" occured, she admitted the audible tone was likely a result of the backflow. Part of the issue, in the manufacturer clinical services (cs) opinion, is this team does not often use system-1 and there appears to be a limited knowledge base on how the system functions. The second issue reported is that, at times, flow will be displayed event hough the sensor is not on the tubing. The ccp claims she has seen flow displayed as 0.18 l/min even though she had removed the sensor from the tubing during retrograde autologous prime (rap) of the circuit. Rap purposely creates backflow to push crystalloid prime from the circuit and this reduces the degree of hemodilution the patient is exposed. The third issue is related to different flow measurements between two sensors placed in the cpb circuit. When cs spoke with the ccp, she mentioned these sensors were placed in different areas of the cpb circuit (one after the arterial filter and one before) and they keep the filter purge line open during cpb. Thus blood is shunted away from the arterial line and this would explain the difference in measured flow rates. During cpb, the measured flow rate is reasonable and compares well with expectations based on the rpm and clinical conditions. Flow module and sensor has been replaced by the field service representative (fsr). The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) worked with customer to ensure they understood the relationship between revolutions per minute (rpm) and coast mode. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a bent pin (number 15) in flow sensor cable connector. No other anomalies were observed with the module. The returned device under test (dut) sensor was then introduced in place of the lab flow sensor. The bent pin was not straightened prior to connection, and the connector was able to be fully inserted into the flow module. Flow readings from the dut sensor were immediately found to fluctuate noticeably at any setting, as compared to the lab-use sensor and calibrated flow meter. The pst then straightened the bent pin enough to make proper contact within the flow module. This resulted in the elimination of all instabilities previously observed, including the elimination of false backflow alarms. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.